Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse verified that the integrated electrosurgical unit (iesu) or erbe would not turn on even with a known good power cord and replaced the erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was returned for failure analysis, and the issue could not be confirmed during initial verification using system log. A visual inspection validated that the unit does not power on. Because the unit fails to power up, erbe error logs and system-level diagnostic tests could not be accessed, preventing further assessment. The unit will be sent to the original equipment manufacturer (OEM) for additional investigation and root cause analysis. The complaint was not confirmed based on failure analysis. The root cause of the failure could not be determined. However, the cause is likely due to a power source problem within the erbe. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the external energy device was not powering on. Technical support engineer (tse) advised the customer to change the power outlet, which did not restore the display. The power connection was then reseated on both ends, and the screen still showed no image. The procedure was continuing with a third-party generator with no reported injury.